Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was using a massage chair and when waking up this morning, the patient felt very uncomfortable and their heart was racing much faster than what they typically feel. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.